Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coord reported that the pt was re-admitted to the hosp from an outpatient treatment facility after experiencing an embolic stroke. A few weeks after the event, the MFR received add'l info indicating that the hosp had made a decision to exchange the pump due to suspected thrombus.

Manufacturer narrative:
The lvad was successfully exchanged and the pt remains ongoing without any further issue reported. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.